Event description:
It was reported that the patient had her ins removed . The patient had her entire system removed on monday (B)(6) 2013 because she had to have alot of MRI's. They did take out leads. It was also reported that the patient did not anticipate having another interstim implanted because she will continue to need MRI scans going forward.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v735565, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).